Event description:
Catheter balloon broke from cath when attempting to withdraw from left lateral femoral circumflex artery. At the time of the event there were three 3 fr fogarty catheters on the field - lot numbers 7n01l x2 an 7m07l x1.